Event description:
During a remote follow-up, episodes of far field r-wave oversensing (ffrwos) and inappropriate automatic mode switch (ams) were observed on the device. No intervention has been performed at this time. The patient was stable.